Event description:
It was reported that the patient had diarrhea. The patient also had five inappropriate shocks while driving, and two when he reached the hospital. The physician concluded that the patient had a heart attack with no device related symptoms and recommended to change the programming of the device. The patient clarified that due to his diarrhea, it affected his health, which led to changes in his heart performance. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.